Event description:
It was reported "heater won't power on". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test it was noted that the unit was not able to recognize the diagnostic temperature probes when they were connected to the probe port. The unit was opened, and the temperature probe port harness was inspected. The resistance between the sensing wires and ground were measured while the 25 degree c diagnostic probe was plugged in. The resistance between the black and white wires was found to be 9.99kohms, which is within normal operating range. The resistance between the black and red wires was noted to be 0l, indicating no connection. Upon further inspection, it was observed that the red wire had come unsoldered at the connection. The complaint has been confirmed. The investigation revealed a defective temperature probe port harness. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. It is possible that the unit encountered undue stresses during use or shipping causing it to fail prematurely, but this cannot be confirmed. The root cause for the failure is unknown. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "heater won't power on". No patient involvement reported.